Event description:
It was reported that on an unknown date, the patient underwent a revision of a right orbital floor fracture surgery. The preformed overplate, and two 4mm screws were removed. A new orbital mesh plate was implanted, and two screws were used to secure. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment not diagnosis.

Event description:
It was reported that on and unknown date, the patient complained about the postoperative results of an orif floor. The plate was displaced during the healing. It was alleged that the cause was excessive scarring. Patient was not given steroids during and after surgery. Repair was delayed. This is report 3 of 3 for complaint (B)(4).